Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported having issues with efficia central station where there is an uncontrolled change of patient category from neonatal to adult category. No harm has been reported.

Event description:
The customer states that the device randomly reverts to adult type of patient even though the cms and bedside are in neonatal mode. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.